Event description:
It was reported that following a recent device changeout procedure, this pacemaker system exhibited right atrial (ra) lead loss of capture (loc) and right ventricular (rv) lead loc at maximum outputs in unipolar. At implant, ra and rv threshold was 1.5v@0.4ms. Patient was brought in for evaluation in-clinic, and the bipolar threshold measurement was 2.7v and impedances were stable in both unipolar and bipolar. It was noted that ra loc was intermittent and ra output was programmed to 5v. A request was made to have data from this device analyzed, however a few days after device implant was too recent to provide enough data points for analysis. Of the data available, normal power consumption was noted despite high ra output settings. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. System revision was scheduled approximately two weeks after implant. Additional information received during the subsequent revision reported that threshold measurements were 3.5v at 2ms while the device was in the pocket, and threshold measurements 1.3v@0.4ms while the device was outside the pocket. Additioanlly, pace impedance measurements were approximately 500 ohms while the device was outside the pocket, and 1,700-2,000 ohms while the device was inside the pocket. There was no excessive scarring observed in the device pocket. It was noted that the leads were implanted in 2002, and these observations may be lead-related. Ts discussed that it was possible that uncoiling the leads may have freed up the conductors and/or stress points in the older leads, however the cause of the variable threshold and impedance measurements was not conclusively determined. Review of remote monitoring data revealed no out-of-range impedance measurements. Elevated power consumption was noted as well but expected with higher programmed outputs. Ultimately, the leads remained in service and the pacemaker was explanted, replaced, and shipped for return analysis. The rv threshold measurement was 1.3v and the pace impedance measurement was 598 ohms with the new device. And the threshold measurement was 1.2v and the pace impedance measurement was 945 ohms with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection revealed damage in the battery insulation liner, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that following a recent device changeout procedure, this pacemaker system exhibited right atrial (ra) lead loss of capture (loc) and right ventricular (rv) lead loc at maximum outputs in unipolar. At implant, ra and rv threshold was 1.5v@0.4ms. Patient was brought in for evaluation in-clinic, and the bipolar threshold measurement was 2.7v and impedances were stable in both unipolar and bipolar. It was noted that ra loc was intermittent and ra output was programmed to 5v. A request was made to have data from this device analyzed, however a few days after device implant was too recent to provide enough data points for analysis. Of the data available, normal power consumption was noted despite high ra output settings. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. System revision was scheduled approximately two weeks after implant. Additional information received during the subsequent revision reported that threshold measurements were 3.5v at 2ms while the device was in the pocket, and threshold measurements 1.3v@0.4ms while the device was outside the pocket. Additionally, pace impedance measurements were approximately 500 ohms while the device was outside the pocket, and 1,700-2,000 ohms while the device was inside the pocket. There was no excessive scarring observed in the device pocket. It was noted that the leads were implanted in 2002, and these observations may be lead-related. Ts discussed that it was possible that uncoiling the leads may have freed up the conductors and/or stress points in the older leads, however the cause of the variable threshold and impedance measurements was not conclusively determined. Review of remote monitoring data revealed no out of range impedance measurements. Elevated power consumption was noted as well, but expected with higher programmed outputs. Ultimately, the leads remained in service and the pacemaker was explanted, replaced, and shipped for return analysis. The rv threshold measurement was 1.3v and the pace impedance measurement was 598 ohms with the new device. And the threshold measurement was 1.2v and the pace impedance measurement was 945 ohms with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that following a recent device changeout procedure, this pacemaker system exhibited right atrial (ra) lead loss of capture (loc) and right ventricular (rv) lead loc at maximum outputs in unipolar. At implant, ra and rv threshold was 1.5v@0.4ms. Patient was brought in for evaluation in-clinic, and the bipolar threshold measurement was 2.7v and impedances were stable in both unipolar and bipolar. It was noted that ra loc was intermittent and ra output was programmed to 5v. A request was made to have data from this device analyzed, however a few days after device implant was too recent to provide enough data points for analysis. Of the data available, normal power consumption was noted despite high ra output settings. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. System revision was scheduled approximately two weeks after implant. Additional information received during the subsequent revision reported that threshold measurements were 3.5v at 2ms while the device was in the pocket, and threshold measurements 1.3v@0.4ms while the device was outside the pocket. Additioanlly, pace impedance measurements were approximately 500 ohms while the device was outside the pocket, and 1,700-2,000 ohms while the device was inside the pocket. There was no excessive scarring observed in the device pocket. It was noted that the leads were implanted in 2002, and these observations may be lead-related. Ts discussed that it was possible that uncoiling the leads may have freed up the conductors and/or stress points in the older leads, however the cause of the variable threshold and impedance measurements was not conclusively determined. Review of remote monitoring data revealed no out of range impedance measurements. Elevated power consumption was noted as well, but expected with higher programmed outputs. Ultimately, the leads remained in service and the pacemaker was explanted, replaced, and shipped for return analysis. The rv threshold measurement was 1.3v and the pace impedance measurement was 598 ohms with the new device. And the threshold measurement was 1.2v and the pace impedance measurement was 945 ohms with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.